Event description:
It was reported, the patient had complained to their physician that after almost two years, the device was sore in the pocket site and felt like it was moving inside the pocket. It was stated, the device worked fine in the past but they were sore due to the movement of the implantable neurostimulator (ins). It was noted that until the revision there was no telling what would need to be done. Reportedly, intraoperatively, the doctor checked to see if the lead was in the correct position using fluoroscopy and although it appeared that it was, the intention was to salvage the lead and battery. However, upon opening the pocket and trying to remove it to secure the pocket site the lead was twisted on itself and the battery clearly showed that it had or could flip in the pocket site. The flipped device was not confirmed but it appeared the implant moved inside the pocket. It was noted it appeared on the fluoroscopy that the lead had moved as well during the removal of the ins. It was stated, the doctor decided to switch the sides and due to two years already being depleted on the implant they decided to switch to the contralateral side and make a new pocket with all new components. It was reported all of the old components were explanted. Reportedly, the patient was doing fine and had no injury. It was mentioned that the patient had bariatric surgery and had lost a lot of weight. It was stated there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Product ID 3093-28, lot# v855485, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was stated the ins was functionally okay. Final device analysis of the lead revealed the following: the lead body was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.